Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported that the rad-97 device "reads a spo2 measurement for about a minute then it will stop reading." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: "UDI related data quality updates only." This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9738). H3 other text: product not returned.

Event description:
The customer reported that the rad-97 device "reads a spo2 measurement for about a minute then it will stop reading." There was no patient impact or consequence reported.